Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had revision of left total hip for pseudo tumor. Patient had implanted a 62mm trident hemi cup with 44g x3 insert and 44mm lfit head and size 5 accolade tmzf stem. We explanted 44mm lfit head and implanted a universal ceramic head and universal std sleeve.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: a visual inspection was conducted as part of the material analysis report. A material analysis report concluded "the female taper exhibited visual indications of corrosion within the taper region. No material or manufacturing defects were observed on the surfaces examined." Dimensional inspection: not performed as the device was returned in a worn/used condition and therefore will not meet dimensional specifications. Functional inspection: not performed because the event occurred in vivo and therefore functionality could not be duplicated. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had revision of left total hip for pseudo tumor. Patient had implanted a 62mm trident hemi cup with 44g x3 insert and 44mm lfit head and size 5 accolade tmzf stem. We explanted 44mm lfit head and implanted a universal ceramic head and universal std sleeve.